Event description:
As reported, a patient had a hip revision; reason not reported. No further information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: the revision reported may have been due to a combination of risk factors specified in the hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.